Manufacturer narrative:
(B)(4).. Any additional information received from the customer will be included in a follow-up report. At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet.

Event description:
The customer reported to vyaire medical that the avea ventilator air inlet transducer is not reading the inlet pressure, the air inlet transducer pcb was replaced but problem persist. The customer also reported that they found fluid in the air inlet. There is no patient involvement on the associated event.